Event description:
Information received from the field does not address the patient's clinical status but notes intermittent atrial undersensing. The physician was not concerned about this undersensing and chose to leave the device implanted and to further observe the patient.~~~~~~~